Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer reloaded the original cartridge and refilled the tubing to address the issue. There was no adverse impact to customer¿s blood glucose level.